Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio removed the system pcb assembly and determined that the cause of the reported issue was due to a capacitor, designator c93 being installed backwards.  The customer received a replacement device. UDI - (B)(4).

Event description:
The customer reported that their device will no longer power on. The customer did not report any patient involvement with the reported issue.